Manufacturer narrative:
Eval summary: the customer's reported condition of the failure code 810:04 was confirmed.

Event description:
The facility reported an infusion pump with a failure code 810:04. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter svc event and no pt injury had been reported. No add'l info was available.